Manufacturer narrative:
The reported event is unconfirmed as it meet specifications. As the device was found to meet specifications, it cannot be confirmed that the device had a relationship with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the urethral catheter was deformed. Follow up via phone on (B)(6) 2020, customer stated that the catheter was too curved which resulted in the catheter unusable. Per sample evaluation, it was found that the coude indicator bump was misaligned with the catheter tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urethral catheter was deformed. Per follow-up via phone on (B)(6) 2020, the customer stated that the catheter was too curved, which resulted in the catheter unusable.